Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The patient required inpatient treatment and revision surgery due to decoupling of the glenosphere.

Event description:
The patient required inpatient treatment and revision surgery due to decoupling of the glenosphere.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided (x-rays, baseplate references, implant date, patient information¿), the investigation will be reassessed.